Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "pump # 704896 did not alarm downstream occlusion and the tubing was clamped." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2022-00003).

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 03/15/2022. Downstream occlusion alarm testing confirmed that when distal side of the tubing was clamped, the downstream occlusion alarm was triggered. The pump meets passing criteria. The reported downstream occlusion issue was not confirmed.